Event description:
It was reported that 293 days after implantation of a 2.75x20mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the mid left anterior descending (lad). Intravascular ultrasonography (ivus) was performed revealing a pre-intervention stenosis of 85%. A 2.75x20mm taxus stent was deployed at 18 atm in the lad "distal to the diagonal artery origin." It was reported that there was "no residual stenosis." The pt rec'd angiomax during the procedure; plavix and aspirin after the procedure. The procedure results were noted to be "excellent." No complications were reported. The pt presented 293 days after the initial procedure with "unstable angina" and in-stent restenosis in the mid lad. A pre-intervention stenosis percentage was not reported. Ivus was performed revealing, a "restenosed taxus stent." A non-boston scientific stent (dimensions were not reported) was deployed in the mid lad. The stent was "post-dilated with a stent balloon." A post-intervention residual stenosis was not reported. The pt rec'd heparin during the procedure. The pt "tolerated the procedure well." No complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unknown, the shop floor paperwork could not be examined.